Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 3. On (B)(6) 2025, non-osseointegration was verified. Patient presented with fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event, the patient experienced: infection, pain, mobility, swelling, bleeding and fistula. No further patient complications were reported.